Manufacturer narrative:
The device doesn't meet the limit white light in the inspection procedure. The device has a defective led unit. This supplemental, report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunctions were not confirmed. However, an additional reportable malfunctions were observed during the inspection; the doesn¿t meet the limit white light due to a defective led unit. Based on the results of the investigation, a definitive root cause could not be established. It is likely the defective led unit led to the issue with the device not displaying an image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image (black screen) and does not display even when the system is restarted. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.